Event description:
It was reported that the patient was diagnosed with moderate obstructive sleep apnea. It was reported that the patient is diabetic and recently lost a large amount of weight. A sleep study was performed on (B)(6) 2013 that showed obstructive sleep apnea. It was reported that during the night when the vns was programmed off, the patient experienced obstructive sleep apnea during on and off times. It was reported that there is no prior history of obstructive sleep apnea prior to vns and the date of onset is unknown. The physician reported that she will attempt device settings changes. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.